Event description:
Pumping at the upper end reveals obstruction at the distal end. Removal of vp shunt - peritoneal end only. On removal, physician could get the slits to open and therefore thought they might also be malfunctioning.